Manufacturer narrative:
(B)(4). Although requested, the affected prod has not been rec'd. A f/u report will be submitted with investigation results should the device be rec'd for eval.

Event description:
Customer reports a possible over-infusion in the oncology dept. A defective equipment tag states "channel a took 1.5 hours to infuse 1000cc normal saline when running at 500cc/h." There was no report of pt harm or medical intervention. Although requested, no add'l pt/event details were provided. (B)(4).